Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult or delayed positioning (leaflet grasping) and incomplete coaptation (slda) appears to be related to challenging anatomical conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. It was noted that an attempt to grasp was made with the first clip (20929r1027) but was unsuccessful due to the patient¿s anatomy. The clip was removed from the patient and exchanged for a xtw clip (20919r1070). The xtw clip was advanced in the patient and the leaflets were grasped. It was noted that grasping was difficult, however independent grasping was performed and the clip was successfully placed at a2/p2. After deployment, the clip detached from the posterior leaflet becoming an slda. An additional clip was implanted to stabilize the slda clip. The procedure was completed without further complications, and the mr was reduced to grade 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.